Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same procedure. This report is filed march 20th, 2015.

Event description:
Per the clinic, the patient lost connection to the internal device (B)(6), 2014 after sustaining a head trauma. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.